Event description:
Tpn (total parenteral nutrition) bag was supposed to infuse over 24 hours, but was delivered in 5.5 hours. According to the clinician, the pump settings were verified by three different rns. The drug library was utilized for set up with the guardrail limits. The infant's blood glucose level increased to 1400 and was placed on an insulin drip.